Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system was experiencing shortness of breath upon exertion, and electrogram (egm) review was requested. Upon review, left ventricular (lv) lead loss of capture (loc) was observed and there was a decrease in lv pace impedance measurements from 1,515 ohms to 1,029 ohms. Further lv lead evaluation was advised. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.